Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Prior to revision surgery for unknown reason, the physician was scoping the knee and discovered that the patella had become loose. Patella and tibial insert were revised.